Manufacturer narrative:
Additional information received that the first valve dislodged supra-annular into the ascending aorta. The pigtail catheter was rem oved and a 18x30 mm snare was used to secure the first valve in the sinotubular junction until the second valve was implanted successfully at 3 to 5 mm on the non-coronary cusp and left coronary cusp. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remained implanted, therefore a product analysis could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged upon release of the delivery catheter system (dcs) and a second valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.